Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, when the customer was removing the large needle driver instrument from the trocar, the instrument would not come out. When the instrument was sent to central sterile, it was noticed that the large needle driver's tip was broken and that is why it would not come out of the trocar. In order to get the trocar off the instrument, the customer had to cut the tip off the large needle driver. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) reported that the customer took out the instrument with the trocar attached. There was no patient injury reported. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirm the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.336¿ x 0.560¿ was not returned with the instrument. In addition, the instrument was found to have a broken grip cable and pitch cable at the proximal clevis. Because this is the new pitch cable design, and the crimp is not readily visible during failure analysis. The crimp will not fall out unless the grip assembly is severely damaged. There is no material missing. Root cause of these failures are attributed to a component failure. Furthermore, the instrument was found to have mechanical indentations on the proximal clevis. The clevis also appeared to be deformed. Image of the broken large needle driver instrument was provided and reviewed by an isi regulatory post market surveillance representative. The image is consistent with the alleged complaint of broken main tube.